Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the bipolar energy was not firing with the erbe generator. The erbe showed a question mark when trying to connect the bipolar instrument. The caller tried x4 different blue bipolar cables, with no change. The issue occurred with both bipolar ports. The issue reportedly occurred with several procedures and instruments. The caller used an e-100 generator for the bipolar energy to complete the procedure. There were no reports of patient injury.